Event description:
It was reported that during an unk procedure, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the pt. Additional info received 12/03/2009: "as the jamming of the device occurred, the device was retrieved from the pt's body. When the surgeon tried to load the clip, the clips were ejected outside the pt's body."

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.